Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display when attempting to bolus. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer reported the insulin pump alarmed off no power and displayable history failed on start up alarm when the display was retrieved. Customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.